Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping attempted. It was noted the posterior gripper did not lower. The clip was inverted and retracted to the left atrium (la) where troubleshooting was performed. The cds was advanced back to the mitral valve and grasping performed however again, the gripper would not lower; therefore the cds was removed. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.